Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented at the emergency department because of suspected shocks. Evaluation showed no episodes or therapies but it was noted that the right ventricular (rv) lead pacing threshold was high. The evidence also showed the rv lead threshold has been chronically high. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.